Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up arrow button of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will be not be returned for analysis.